Event description:
Pt reported the infusion device stopped working without warning, due to power pack depletion. He indicated that the power pack had been in use for one week. Pt did not report any physiological effect associated with this issue. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Company rep spoke with wife of pt and was informed that he had been successfully contacted by the distributor of the power pack recall. He switched to his backup infusion device. Product was requested to be returned for evaluation.